Event description:
It was reported that there was a separation between the female connector and main body of the transfer set. It was further described as the "lightblue screw from the role clamp in patient's hand at the time of set-up". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.